Event description:
User received a false low cea result for one patient sample. The initial result of 1.19 ug per l was reported and was questioned by the doctor since the cea result from two weeks ago was 55 ug per l. In 2009, the sample was repeated with results of 72.32 and 70.74 ug per l. No information was provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.